Event description:
Customer reported that (B) (4) cushion bottomed out, resulting in pressure sore.

Manufacturer narrative:
Foam has creased from rolling up on sides in wheelchair. The cushion was approx 1 yr old. Each cushion is shipped with a base to be used if the wheelchair surface is not flat / tight. The user was not using the base and from the foam creases it appears that the wheelchair base was not flat. Use and care instructions are provided with the product for users to check skin for any signs of redness or breakdown. We have not had any other occurrences of this nature.